Event description:
It was reported that an ilet bionic pancreas using a steel contact detach infusion set with 23-inch tubing generated occlusion alarms and led to hyperglycemia, with blood glucose reaching 354 mg/dl, which resolved after the user changed the infusion set at a later time. Symptoms included hyperglycemia without other reported clinical symptoms. Outcomes included no lasting health consequences or impact. Investigation of this case revealed an obstruction of insulin flow associated with the infusion set, with findings indicating a deformation problem involving the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.